Event description:
It was reported to medtronic neurosurgery that the physician assessed that the device was not working properly. According to the report, the device was explanted. The report stated that the pt had non-communicating hydrocephalus. Reportedly, the pt acquired ventriculitis.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.